Event description:
It was reported to boston scientific corporation that a pinnacle implant and a advantage implant were implanted into the patient on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; aggrav incont; damage; nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol for the treatment of: pain relief. Treatment duration: 6 years. On (B)(6) 2015 the patient commenced other (please specify) for the treatment of: incontinence management. Treatment duration: 4 years 7 months. On (B)(6) 2015 the patient commenced pain medication: endone for the treatment of: pain relief. Treatment duration: 6 years. On (B)(6) 2019 the patient commenced other (please specify) for the treatment of: incontinence management. Treatment duration: 2 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.